Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with multiple episodes of noise oversensing on the atrial lead resulting in inappropriate mode switching. The patient was in stable condition and would continue to be monitored.

Event description:
New information noted that atrial lead noise was observed. No intervention was performed and the lead would continue to be monitored. The patient's condition was stable throughout the event.